Event description:
There was noise on the rv channel and ff channel. There were no adverse pt events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected in two segments. A portion of the lead between these segments was not received for analysis. The inspection of the available lead segments demonstrated a rubbed through insulation at 21 cm distal to the is-1 connector pin. Further insulation damages were observed at 33.5 cm distal to the is-1 connector pin. In this last section, the lead body was found squeezed and deformed. These insulation damages can be considered as the root cause of the noise mentioned in the complaint description. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of the interaction with the ICD can as well as due to clavicular first rib entrapment. Further damages of the lead body occurred most likely during the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.